Manufacturer narrative:
An event of program execution failure was confirmed. The system logs were reviewed and the cause of the event was due to the new threshold testing command requirements for this device family. A correction will be implemented to resolve the issue in a future software update.

Manufacturer narrative:
This device is included in the decrement test action issued by abbott on (B)(6) 2022.

Event description:
During a routine device replacement procedure, when testing the capture threshold, a loss of capture was noted. When noted, an attempt was unsuccessfully made to cancel the capture testing because the programmer froze, preventing the cancellation. The patient was pacemaker dependent and freezing of the programmer, extending the loss of capture from the testing, resulted in asystole. The programmer had to be rebooted to cancel the test, resolving the issue. The physician estimates that the episodes lasted 28 seconds. That patient was stable and no further intervention was performed.